Event description:
It was reported that: during a surgery the device shut down. An "ac connection" alarm was displayed and at the same the customer started to smell that something was burning. An error in the 12v supply of the power supply was the problem.

Manufacturer narrative:
Log file evaluation and inspection of the returned power supply could confirm the reported behavior. A single electronic component was shortened due to being exposed to an oily substance causing a complete malfunction of the internal 12v supply. Gas mixer, ventilator and patient gas monitor will stop working which is alerted to the user by means of corresponding alarms. Manual ventilation remains possible in this state. Thus, it can be considered that the device responded appropriately to the error condition. Repair exchange of the power supply will fully solve the problem of the primus workstation. The origin of the oily substance could be determined during earlier instances of the same phenomenon. Heat conducting paste had been used to mount heat sinks to certain components and it turned out that the used amount was too much in some cases. Consequently, the production process had been changed after the finding was made. The power supply involved in this event was produced before the changes were set effective. No new complaints against the actual hardware release have been received to date.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.